Event description:
Boston scientific teligen implantable cardioverter defibrillator advisory compromised performance of low voltage capacitor (increased rate of premature battery depletion). The patient needed to have battery replaced. This was not of the same lot# of the previously affected boston scientific premature depletion.